Event description:
Reportedly, after firing, the instrument did not staple the pulmonary artery. The tissue was cut and the pt hemorrhaged 500cc. The artery was clamped and sutured to complete the case. Procedure: lung resection.